Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, unknown foreign particles were observed on the upper end of the blood filter housing. Ftir testing was performed and the composition of the particulate was determined to be that of nylon. The supplier performed an investigation and found that due to the foreign material being embedded, it was not determined to be a fault of their manufacturing process. The tubing that the supplier utilizes for their blood filter, is a part supplied by b. Braun. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: 490105: particulate matter in blood filter; IV tubing could not prime. No injury reported.